Event description:
Event description guidant received information that this atrial lead had noise and high thresholds. During an invasive procedure, the lead was found fractured. It was fractured in two places: one was near the setscrew area and the other was approximately mid-lead. The doctor had difficulty getting the stylet down the lead, but was able to explant and replace it. It has been returned for analysis.